Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 25-may-2017, an fse visited the customer site and adjusted the pertinent parameters for the sorter: left front sense position and the sorter left front barcode reader scan position. Ran sorter test to full completion without errors. The instrument was still producing barcode read errors on some samples. The fse found that the labeling for sample tubes showing barcode errors had labels that were positioned incorrectly on the tube. On 02-jun-2017 the fse replaced the barcode reader for the sorter unit and aligned the reader and sensor to properly read test-cup trays. Then he tested the sorter to read various locations in sorter without any misreads. On 07-jun-2017, the fse returned onsite and found loose screws on the tray slider. He tightened the screws and loaded the sorter with several trays. He verified that the inventory screen was showing the correct number and placement of trays on the sorter. 08-jun-2017 the fse backed up the instrument parameters, replaced the main board, and loaded the system display and language software and remaining required parameters. Loaded sorter with trays and tested inventory several times. Read all cups with no misses. No further actions were required by field service. The most probable cause of the reported event was a failure of the sorter barcode reader.

Event description:
On (B)(6) 2017, a customer reported that their aia-900 analyzer was not recognizing the test cups in the sorter and its inventory kept showing as empty when cups are on board. The customer was unable to run beta-hcg, lh-ii, progesterone and e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg, lh-ii, progesterone and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.